Manufacturer narrative:
Intuitive has received the prograsp forceps associated with this complaint and completed investigations. Failure analysis found the primary failure of scratched grip tips to be related to the customer reported complaint. The instrument was found to have a scratched grip tip. Both sides of the grip tips had several scratches.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, it was observed that the prograsp forceps instrument/s distal working end of instrument has scratches/dents in the metal. There was no report of patient involvement.